Event description:
It was reported by the patient that the implantable cardiac monitor (icm) was poking out of their skin. The device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.